Event description:
It was reported that the patient contacted support stating that a supply change had been performed using an infusion set, but the needle guard was not removed. As a result, insulin delivery did not occur and the patient¿s blood glucose levels increased. The patient reported that blood glucose rose to a high of 400 mg/dl and remained outside of the target range for approximately eight hours. The agent identified the issue as user error and guided the patient through changing the infusion site and reconnecting the device, after which insulin delivery was restored. The patient reported that blood glucose levels were affected during the event, no backup therapy was used, and no ketone testing was performed. The patient also reported no recent steroid injections, no professional medical intervention, no additional assistance, and no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.